Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
It was reported while in clinical use, the v60 displayed a backup alarm failure. No reports of harm/injury. Investigation is ongoing.